Manufacturer narrative:
Product evaluation: the iol was returned for analysis and the reported complaint could not be confirmed. Additional observations were as follows: iol returned in two segments in a clear plastic bag. Solution is dried on both surfaces of the optic and haptics. The optic is torn/split-cut dividing the iol in two(2). Optical power & resolution could not be verified due to the extensive optic damage. The root cause for the reported complaint "residual astigmatism" could not be determined. An impact to the visual acuity of the patient cannot be verified by examination of the returned product. Power and resolution testing could not be conducted due to the optic damage. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product and batch history record, the product met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A purchasing agent reported that following an intraocular lens (iol) implant procedure, the patient had residual astigmatism. The lens was exchanged for a different lens 1 month after initial implantation. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided that there was no patient injury. The lens was replaced with a different model iol, but same diopter. Patient identifiers were also provided.